Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoidectomy, prior to the first firing, the device was approached to the sigmoid colon with articulating left maximally, after the firing speed was set to slow mode by manual, the device was fired, but shortly after the firing started it stopped, and it was found that the indication of exceeding applicable tissue thickness limit was displayed on the handle monitor. The firing was performed again, but the jaws didn't open, so after releasing, they replaced with a new cartridge and used it. At that time the cartridge wasn't articulated, after the firing speed was set to slow mode by manual, the device was fired. The firing could be done without problems to the end. The procedure was completed with another device. There was no patient injury.